Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a loss of effect and stimulation in the wrong location. The stimulation sensation used to be in her "bicycle seat" area but had moved to the rectum. There was no known accident or injury. The patient was re-directed to her healthcare professional. The patient's healthcare professional confirmed the loss of effect and stated that it was unknown if the event could be attributed to the device. It was noted that the event could have been related to a possible diet change. On (B) (6) 2010, the patient turned the device off for 12 hours and had spontaneous improvement. On (B) (6) 2010, the patient met with the company representative and was re-programmed with improvement noted. There were no injuries and the patient recovered without sequelae.